Event description:
It was reported that an entire bag of dexmedetomidine drip (primary infusion) 400mcg/100ml was infused in one hour. The medication was intended to infuse at a rate of 0.3mcg/kg/hr. However, approximately 6.6ml should have infused from the bag at the time the nurse found the 100ml bag empty. The patient's blood pressure dropped to 56/37 and a 1,000ml bolus of lactated ringers solution and norepinephrine drip were provided to the patient. It was then reported that the patient recovered from the event. Received a copy of the customer's sus voluntary event report from FDA which states, ¿infusion pump unexpectedly infused approximately 100 milliliters of solution over a one hour period, despite being programmed to administer between 6-10 milliliters per hour. Per report from pump user, the pump never sounded an alarm. Pump programming upon initiation was reviewed and determined to be correct infusion pump unexpectedly infused approximately 100 milliliters of solution over a one hour period, despite being programmed to administer between 6-10 milliliters per hour per report from pump user, the pump never sounded an alarm. Pump programming upon initiation was reviewed and determined to be correct. "

Manufacturer narrative:
A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue.

Event description:
It was reported that an entire bag of dexmedetomidine drip (primary infusion) 400mcg/100ml was infused in one hour. The medication was intended to infuse at a rate of 0.3mcg/kg/hr. However, approximately 6.6ml should have infused from the bag at the time the nurse found the 100ml bag empty. The patient's blood pressure dropped to 56/37 and a 1,000ml bolus of lactated ringers solution and norepinephrine drip were provided to the patient. It was then reported that the patient recovered from the event.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Device was not returned to manufacturing facility.

Event description:
It was reported that an entire bag of dexmedetomidine drip (primary infusion) 400mcg/100ml was infused in one hour. The medication was intended to infuse at a rate of 0.3mcg/kg/hr. However, approximately 6.6ml should have infused from the bag at the time the nurse found the 100ml bag empty. The patient's blood pressure dropped to 56/37 and a 1,000ml bolus of lactated ringers solution and norepinephrine drip were provided to the patient. It was then reported that the patient recovered from the event.